Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a fall and was admitted to the emergency room. A remote transmission was done and showed t-wave oversensing and short interval counts (sic) on the right ventricular (rv) lead. The sensitivity of the rv lead was adjusted and resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.